Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the actual residual volume was empty. The empty was resolved when they refilled it. The withdrawal symptoms had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving bupivacaine 5 mg/ml; 2.3017 mg/day and morphine 10 mg/ml; 4.603 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient started not feeling good on (B)(6) 2017. The patient experienced ¿crazy¿ withdrawal symptoms of nausea and shaking that started (B)(6) 2017. The low reservoir alarm occurred (B)(6) 2017. The empty reservoir alarm occurred (B)(6) 2017 and the pump was empty. The pump was interrogated on (B)(6) 2017 and the reservoir volume read 0 ml. The pump was read (B)(6) 2017 and the reservoir volume was 0 ml. The actual reservoir volume had not yet been checked since the last refill. The patient did not miss the refill. The hcp misread the low reservoir alarm date and did not schedule the patients refill in time. The pump was last refilled on (B)(6) 2017. The alarm was not related to a premature low reservoir alarm (lra) / empty pump alarm, 8870 older software version. The hcp planned to refill the pump (B)(6) 2017 and start the patient back on the therapy. The hcp will need to program a bridge bolus as they were changing concentrations. The new programming for the pump was bu pivacaine 10 mg/ml; 1.1999 mg/day and morphine 20 mg/ml 3.998 mg/day. No further complications were reported.